Manufacturer narrative:
(B)(4).

Event description:
Received info stating, the pt never had therapeutic affect from her stimulator. Info received later reports, she did experience great relief immediately after device was implanted. Device was implanted in (B)(6) while pt was staying there. As soon as the pt returned to (B)(6), she began to receive less and less relief for her pain. Pt has met several times with a medtronic representative for reprogramming and interrogation. Device was said to be functioning. She has voltage up to 5.5 and still does not receive the pain relief she originally did. Medtronic representative states that a few electrodes have poor impedances and reprogramming was not successful in providing stimulation in the correct areas. If additional info becomes available, a follow up report will be sent.